Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly found an orange stain. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed 19cm glidepath d/l catheter kit was returned for evaluation, and one photo was provided for review. Visual evaluation was performed on the returned device. What appeared to be orange stains were noted on the top tyvek product labels. The photo shows glidepath packed in the box showing an orange stain. The manufacturing site evaluation states, an initial view showed a sealed package of a 19 cm hemosplit catheter, brown stains were observed on the packaging labels, and on the tyvek of the pouch, no other anomalies or damage to the packaging were observed. Based on the visual evidence provided for evaluation, the problem reported by "contaminated packaging" is confirmed. Therefore, the investigation is confirmed for the reported packaging problem and identified contamination issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a dialysis catheter placement procedure, the device allegedly found an orange stain. There was no patient contact.